Event description:
It was reported that dr tried to insert staples, but the staples bent and would not insert as directed.

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report. Same pt event as MDR 9610622-2009-00316.